Manufacturer narrative:
The navio handpiece intended for use in treatment was returned for evaluation. The reported problem was visually confirmed. The snap lock is broken.  Although the reported problem was visually confirmed, a functional evaluation could not be completed due to damaged part. The snap lock is broken. No additional functional non-conformances were identified.  A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events.  The most likely cause of this event is a mechanical component failure of the snap lock nut. As a part of corrective action, a more robust design of the snap lock has been released. Internal complaint reference number: (B)(4).

Event description:
It was reported that during the initial steps of a navio procedure, there was homing failure error. The connections were checked, point probe, drill and burr reset; still the homing failure error persisted. They swapped the handpiece for its backup to continue with a delay of fewer than 30 minutes. After the surgery, the handpiece characterization test was done, and the t1 homing torque value was 46. No other complications were reported. The investigation found that the problem was due to a broken snaplock.